Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a blunted needle tip was confirmed; however, the root cause was not identified. The product returned for evaluation was one centrovena one catheter insertion assembly and one 7fr by 20cm central venous catheter. The guidewire was removed from the needle. The sheath was cut and the safety mechanism was engaged over the needle tip. Blood residue was observed throughout the distal region of the needle and sheath. A portion of the tip of the sheath was torn and folded backward. This damage is addressed in trackwise complaint 14404763. The needle tip appeared blunted. Microscopic inspection of the sample confirmed needle tip damage. The tip of the needle exhibited deformation consistent with a facture, leaving the needle tip flat (see attached photographs). Microscopic inspection of the metal safety tip shield revealed light scoring marks, suggesting some contact with the needle tip. Inspection of the needle tip revealed that it appeared to have fractured; however, no evidence was observed that informed precisely when or how that fracture occurred. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was found during a sample investigation that the needle tip appeared damaged. No further information was provided.